Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Attempt was made to obtain additional info, but to date no additional info has been provided. From a clinical perspective, a causal relationship between the fecal management system and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. No lot number was provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing sites are listed below. A return sample for evaluations not expected. Should additional info becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Territory manager stated nurse reported a pt at facility developed a rectal ulcer while fms signal was in place.